Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired. The site stated that the pt's death was related to the device because it was found to be thrombosed and the pt was not a candidate for reoperation. It was also reported that it was not known if a full autopsy was going to be performed or if the results would be made available to the MFR.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.